Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient has experienced an increase in seizures. The device settings were increased and patient is referred for battery replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient had a prophylactic battery replacement. The explanted device has not been received to date.

Event description:
The physician has responded that the cause of the increased seizures is due to low battery and the seizure level was back to pre-ns baseline levels. This event is consistent with a historical data analysis that was initiated to investigate reports of patients exhibiting symptoms typically associated with generator end-of-service prior to actual/confirmed end of service. No other relevant information has been received to date.